Manufacturer narrative:
In a research article, "hybrid transcatheter and endoscopic retrieval of a pulmonary artery¿embolized asd occluder in hemodynamic compromise," migration and hypotension was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported migration could not be conclusively determined. The reported hypotension was likely a cascading effect from the event, however this cannot be determined. A prolonged hospitalization, unexpected medical cand surgical interventions were a result of case specific circumstances, as snaring of the device attempted and resulting in a surgically removal. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Literature attachment: hybrid transcatheter and endoscopic retrieval of a pulmonary artery¿embolized asd occluder in hemodynamic compromise. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "hybrid transcatheter and endoscopic retrieval of a pulmonary artery¿embolized asd occluder in hemodynamic compromise", was reviewed. The article presented a case study of a 25-year-old patient. A 26mm amplatzer septal occluder was selected for implant on an unknown date to treat an atrial septal defect (asd). Post-implant the device embolized into the main pulmonary artery. The patient presented with hypotension. The device was snared into the right ventricle but could not be advanced across the tricuspid valve without exerting significant traction or risking leaflet or chordal damage. The decision was made for minimally invasive surgical retrieval. The device was successfully extracted, and the asd was treated with an autologous pericardial patch. Intraoperative transesophageal echocardiogram (tee) confirmed complete closure of the asd. The patient was discharged post-operative day 6. [The primary and corresponding author was hristian hinkov, department of cardiothoracic and vascular surgery, deutsches herzzentrum der charite (dhzc), augustenburger platz 1, berlin 13353, germany, with corresponding e-mail: hristian.hinkkov@dhzc-charite.de.].